Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained (B)(4) 2013. Revision operative report indicates patient was revised due to snapping and popping from the right hip; dislocated hip; plastic had fractured at the anterior surface of the lip; ring not fractured but worn; neck of the femoral component showed a wear pattern on the anterior surface; recurrent impingement on the anterior aspect of the cup with high flexion movement; cup was slightly subluxed beneath the anterior rim of the acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained (B)(4) 2013. Revision operative report indicates patient was revised due to snapping and popping from the right hip; dislocated hip; plastic had fractured at the anterior surface of the lip; ring not fractured but worn; neck of the femoral component showed a wear pattern on the anterior surface; recurrent impingement on the anterior aspect of the cup with high flexion movement; cup was slighly subluxed beneath the anterior rim of the acetabulum. (B)(6). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.